Event description:
Caller states the pt tested 4.7 inr on the coaguchek s system and 3.25 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.